Event description:
On (B)(6)2022, a distributor of infutronix reported a complaint from a registered nurse of a user facility: "an administration set model hs-008-b; lot 2103004 2 sets leaked during an infusion." The registered nurse stated "powder was under the pump and there was none on the bag or the connection." Device operator was unknown. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(6) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.